Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of transmission, it was noted that the implantable cardiac monitor (icm) exhibited under sensing. No resolution was performed. There were no patient consequences.